Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the df4 connector pin were found. Subsequent investigations indicated that these damages were caused by over rotation of the inner coil during the extension or retraction of the fixation helix. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The values of the parameters measured during the electrical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.

Event description:
Two days after implant this lead was found dislodged. When trying to revise it, the physician tried several stylets unsuccessfully and then noticed the helix wasn't moving. It was decided to implant a new lead. There were no adverse patient side effects reported.